Manufacturer narrative:
The complaint of particulate matter on item 011-h2504 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The device history review (DHR) review couldn't be performed due to the lot number for this complaint was unknown.

Manufacturer narrative:
The device is reported to be available for evaluation, however, it has not yet been received.

Event description:
The event involved a 42 cm (17") appx 2.8 ml, pur ext set with bag spike w/ integrated clave®, bcv and cap with filter where the customer reported that particles were visible in the device. No cuts, holes or defects noted on the product and the product was not in clinical use at the time of event; event reportedly occurred during preparation. No patient involvement and no patient harm associated with this event.